Event description:
The pump was returned for analysis less than two months after the implant date. The reason given for the explant was "end of life". A follow-up report will be sent if additional information becomes available.